Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy, sports medicine, and rehabilitation titled "the addition of suture tape to the hamstring graft construct does not reduce instrumented knee laxity following acl reconstruction." The study reviewed one hundred sixty-nine (169) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. Two (2) patients had a second surgery during the six (6) month follow-up period. Ref: allom, r. J., et al. (2022). "The addition of suture tape to the hamstring graft construct does not reduce instrumented knee laxity following acl reconstruction." Arthrosc sports med rehabil 4(2): e545-e551.